Event description:
It was reported that, during a cori robotic-assisted surgery, a calibration verification error occurred between camera orientation adjustment and checkpoint definition while using a real intelligence robotic drill that had been used 69 times. The issue was observed three times, and no attempt was made to change the robotic drill. The procedure was performed after a non-significant delay, using a conventional technique. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: case (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
Corrected data: d9 & h3 (device returned for analysis), h6 (type of investigation, investigation findings, investigation conclusions). Updated results of investigation: the real intelligence robotic cori drill rob10013, (B)(6), was used during surgery and was returned for evaluation. . Nothing was visually identified that leads to the reported problem. A functional evaluation was performed, and the reported problem was not confirmed. A kpc test and test case was performed where the handpiece passed all tests and stages. The handpiece was disassembled then, and no assembly issues were found. No fluid entry was indicated. The installed exposure motor was tested and passed. The handpiece cable was checked in full length. The carriage bearings are running smooth. The motor connection caps where also inspected without any findings. The most likely cause for this event could be a user fault at the setup and bur loading stage. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and no similar complaints were identified. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.